Event description:
The manufacturer became aware of a rental-dreamstation auto CPAP stating that the patient's partner advised that the patient sadly passed away and that there is no allegation that the device has contributed to the death. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.